Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during the in-house functional test for the ac transport power supply on a demo cardiosave intra-aortic balloon pump (iabp) could not provide power to the pump console. When connected the power supply to the ac mains, the green power indicator lights up with fan running. But it could not give power to the pump at all. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The power supply is a demo asset from getinge group hong kong and it has been regularly checked by a getinge employee. A getinge field service engineer (fse) reported that the transport power supply was not repairable and that an order of a new one will be made, since this transport power supply was only a demo item which has never been used for clinical use. No repair was done on the ac transport power supply and has been scrapped since it was defective and non-repairable.

Event description:
It was reported that during the in-house functional test for the ac transport power supply on a demo cardiosave intra-aortic balloon pump (iabp) could not provide power to the pump console. When connected the power supply to the ac mains, the green power indicator lights up with fan running. But it could not give power to the pump at all. There was no patient involvement and no adverse event was reported.